Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving an error alarm on the insulin pump. Customer reported that the insulin pump's drive support cap was sticking out, but did not recall any events that led up to that issue. Blood glucose level was 127 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Insulin pump was unable to prime during the prime test due to protruded and loose drive support disk. No prime alarm noted. Insulin pump received with minor scratches on display window, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window and cracked battery tube threads. No moisture damage inside the insulin pump noted.